Event description:
The customer reported that the device failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of pt involvement. A philips field service engineer evaluated the device and confirmed the failure. He replaced the power pca which resolved the failure. The device passed all testing and remains at the customer site.